Event description:
Event description boston scientific crm received information that this single chamber guidant device and pacesetter rv lead system exhibited intermittent loss of capture and high thresholds at a follow-up visit. The intermittent non-caputre was noted prior to and also during threshold testing. Technical services suspected possible microdislodgement. No adverse patient effects were reported.